Event description:
It was reported that during the implant procedure, the lead helix would not extend or retract on the second reposition attempt. Positioning and fixation difficulty of the lead was noted. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis determined the helix disengaged from helical channel. It was noted that the defibrillation conductor was distorted. Blood was observed in/on the helix/lobe mechanism, and there was a tip seal observation.